Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an occlusion event which led to blocked insulin flow that led to high blood glucose level of 15.8 mmol/l. Insertion site was back of arm. Patinet had be in the emergency room for overnight. Symptoms reported at the time of hospitalization were nausea and vomit. Patinet also tested positive for ketones, patinet was treated with inta venous insulin and fluids. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions . Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11 complaint investigations. Photo/sample was /was not provided. The lot has been requested as well as the retention samples. The following test was performed: - test 1 according to with work instructions (wi) version 11, -test visual version 18, version 12 and version 16, - flow test version 9, :10 samples out 10 samples passed the test. According to the acceptance criteria, in the tube detect defects such as marks, deformities, contaminations and apparent segmentation of the inner tube and tube have as deep into the connector as possible. A batch record review was conducted resulting in the following: lot 6002499 was packaged on (B)(6) 2023, in multivac 10, with a total of (B)(6) pieces. A batch record review was performed on 26/jul/2024, to verify if all the applicable procedures were followed and no issues were found. A query was run in database against packaging lot 6002499 and malfunction code "occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined)"; no nonconformity had been registered for the mentioned lot in database. Conclusion summary of the related event. As a result of the following: the review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot. No reported harm, no defect on test, no non-conformance (nc) raised during production, two complaints received on the lot in question of this nature received on part number mmt-377a600. No further actions are required.

Event description:
To date no additional patient or event details have been received.